Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a rep regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was having difficulties recharging. Patient caregiver reported not being able to get over 50%. Patient had several short 30 minute sessions) where the ins didn¿t get past 50%. Patient would get anywhere from 1-8 coupling bars. 8840 showed ins at 50% and at 99% use but with the ¿charge sooner¿ message. The patient was unable to breath or move, and the symptoms were considered sudden. Patient reported they noticed the trouble on (B)(6) at noon that the patient had trouble breathing/moving but then later mentioned that it was the 2nd or 3rd time it happened. The rep understood these to be within a week of each other. Insr statistics were given and it was reported that the patient on (B)(6) 2018 had coupling of 8, but then around noon on (B)(6) 2018 the patient had a coupling of 0, followed by a coupling of 5. 30 minutes later the patient had an average coupling of 7, but then it dropped back down to 1. There were on further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that to resolve the coupling issues, the caregiver was going to tape down the antenna until the charge reached 100%. The patient felt that charging the battery too often or too long during charging sessions was detrimental to the battery. The charging was slightly difficult due to the patient's bent-over posture and wheel chair status. It was difficult for the caregiver to keep the antenna flush to the patient's body due to their posture. The rep thinks the issue had been resolved as the patient hadn't called back with any complaints since 2(B)(6) 2018. The weight was unknown. There were no further complications reported.